Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that when priming the tubing fell off/came apart. One sample was received for quality evaluation. Visual inspection indicates that the tubing separated below the drip chamber. Further inspection indicates that there is a lack of solvent on the tubing surfaces. The customer complaint of component separation was confirmed. The investigation was forwarded to the manufacturing location for root cause analysis. After investigation, the potential root cause of separation between tubing-sleeve/drip chamber could be related to an incorrect solvent application or incorrect tube expansion by the assembler. As a corrective action, the work instruction was updated to add a fixture and visual aid to the assembly process to ensure the proper expansion and joining of the sleeve-to-tube components. Additionally, the product production will be moved to a different manufacturing location and will no longer be manufactured at the location the sample set was produced at. A device history record review for model 10014881 lot number 24119228 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that when priming the tubing fell off / came apart.